Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(4). It was reported patient underwent bilateral total hip arthroplasty on (B)(6) 2000. Subsequently, the patient's left hip was revised on (B)(6) 2009 due to metallosis and dislocation. The modular head and acetabular component were removed and replaced. Operative notes for the revision procedure on (B)(6) 2009 indicate bone/tissue damage, osteolysis, and component loosening. Additionally, the patient's right hip was revised on (B)(6) 2009 due to metallosis and pain. The acetabular component and modular head were removed and replaced. No further information has been provided to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-05847 / 05848).